Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during nephrectomy, the device had a poor staple formation (not in b formation) leading to an incomplete staple line, a new device was pulled in order to resolve the issue. There was no patient injury involved.